Manufacturer narrative:
The insulin pump buttons all responded properly. However, corroded keypad traces were noted. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, a cracked display window, and minor scratches on the display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer's blood glucose reading at the time of the call was 81 mg/dl. No further information reported.